Event description:
Reportable based on device analysis completed on sep 04, 2018. It was reported that the device primed for 2 seconds then it stopped. An angiojet solent omni was selected for a thrombectomy procedure in the right superficial femoral artery (sfa).the device was being prepped outside the patient's body. The device primed for 2 seconds then it stopped. They tried to prime it again and it would not prime. They used another of the same kind of device and completed the case. There were no patient complications. The patient is fine. However, device analysis found a broken hypotube. Device eval by manufacturer: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically and visually inspected. There was fluid in the attached waste bag when received. Inspection of the device revealed that there were numerous kinks throughout the device. Functional testing was started and the 'check saline supply' error was displayed on the console and the device would not prime. The shaft was cut at a severe kink 57cm distal of the strain relief and it was revealed that the hypotube was broken. The fracture surfaces were ovaled, which suggests the hypotube was kinked prior to separation.